Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went hospital due to high and low blood glucose level on (B)(6) 2018. Customer¿s blood glucose was 22 mg/dl in the hospital. Customer¿s current blood glucose level was 48 mg/dl. Customer also experienced blood glucose level over 600 mg/dl. Customer stated that drive support cap was normal. The insulin pump will not be returned for analysis.